Manufacturer narrative:
(B)(4). Date sent: 07/26/2022.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, there was a difficulty in inserting the battery, so the nurse squeezed in to insert the battery. The tissue compression scale backlight was illuminated at first, but it was not illuminated when the nurse hand the device to the surgeon. The device could not be fired. There was a difficulty in removing the battery. The substrate of the battery was bent. Another battery was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 08/24/2022. D4: batch # 495a14. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage without the anvil present. The breakaway washer was present, cut, and there were no staples present. Also, the battery was received. The battery was visually evaluated, and it was found that the left contact was bent out of position. The test battery was installed without issue and the green check mark illuminated, indicating the device had been fired. The device was reloaded with staples and it was tested for functionality with a test battery and a test washer/anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on the cause the damage to the contact on the battery. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.